Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant could not be prepped without air remaining in the pump. There was a suspected fracture in the pump itself. A new device was prepped and implanted successfully.